Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-02180.

Event description:
The patient was undergoing a thrombectomy procedure for a pulmonary embolism using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the physician turned on the engine and noticed the aspiration power to be low. The physician removed the canister and replaced it with a new canister to troubleshoot; however, it was unsuccessful. Therefore, the engine and canister was removed. The procedure was completed using another engine. There was no report of an adverse effect to the patient.